Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad lifted to proximal side. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. This is not a common occurrence; it is possible that the pad tip made contact with something that could have lifted it. No other anomalies were noted. No conclusion could be made as to how the tissue pad shifted from the clamp arm. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
Tissue pad detached. It was reported that the device passed the pre run test after trying 2 times, and then the white tissue pad was fallen off during procedure. The fallen piece was retrieved by forceps and was disposed. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.